Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (one touch verio iq) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "3.6 and 8.8mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.